Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error code displayed during aspiration. The target lesion was located in the arteriovenous fistula, left node. An avx® thrombectomy set was selected for use; however it was noted that the device would not prime. Subsequently, the device started to prime therefore aspiration was started. A system error code then occurred shortly after. A second avx® thrombectomy set was selected for use; however the device could not prime and never entered the patient. No patient complications were reported and the patient status is fine. The patient was treated successfully the following day.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: returned product consisted of an avx thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed that the blue vent that is attached to the bag spike was missing and not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that an error code displayed during aspiration. The target lesion was located in the arteriovenous fistula, left node. An avx thrombectomy set was selected for use; however it was noted that the device would not prime. Subsequently, the device started to prime therefore aspiration was started. A system error code then occurred shortly after. A second avx thrombectomy set was selected for use; however the device could not prime and never entered the patient. No patient complications were reported and the patient status is fine. The patient was treated successfully the following day.